Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed however, the foreign material in the biopsy channel was unable to be further specified. Moreover, no deformation/physical damage at the detection area of the foreign material was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. User may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): inspection of the instrument channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: scope cover is dirty; connecting tube is corrugated; bending section cover or distal sheath rubber adhesive is broken; light guide lens is broken; the flexibility adjustment does not function due to the deformed flexibility adjustment ring; the gap on upwards/downwards knob is out of standards due to the worn angle-wire; angulation in the upwards direction is out of standards due to the worn angle-wire; there is foreign material from distal-end due to the clogged biopsy channel; scope connector is corroded; the protector of scope connector of universal cord is broken; universal cord is dented; connecting tube protector is cut; suction cylinder is peeled off; electric connector is corroded; objective lens is damaged and universal cord is dented. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis lucera colonovideoscope, had reduced angulation - corrugated insertion part. The issue occurred during the preparation for use, prior to a diagnostic procedure. The procedure was completed using a similar device and there were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a foreign material from distal-end due to the clogged biopsy channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.